Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11e. Retainer ring = black. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. Thus software was utilized and uploaded trace/history files properly. No unexpected ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, "insert battery", or ¿battery failed¿ errors were noted during testing. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails. The unit was received with a battery cap, and the battery cap contacts were attached to it even during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic), charge/battery lasts less than expected, unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.